Event description:
Patient was revised for infection.

Manufacturer narrative:
Examination was not possible as no product was returned. Review of sterilization records for the provided product code/lots and all devices were certified sterile prior to release. A search of the complaint database did not find any additional reports of this nature for the reported product code/lots since their respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.